Event description:
Used product to clean contact lenses, and some of "#2" mistakenly got into eyes. Experienced chemical burns in eyes. Rinsed eyes and they continued to burn. Went to ER, where eyes were flushed with water 4 times, and then with saline solution. Vision was blurry and pain lasted for 3 weeks. FDA investigator called MFR, and spoke with consumer affairs, who stated that the starter kit contains 3 items which are: #1 cleaner and rinse; #2 disinfectant soaking solution which is hydrogen peroxide; and #3 a special cup which consists of two baskets for each lens. MFR rep stated that at the bottom of each basket is a platinum disk which restores the lenses and neutralizes the soaking solution. By the time the lenses are ready for use, the solution is saline. She stated that you must use all products in the kit and maintain proper order as instructed. The MFR rep stated that if the special cup which neutralizes the solution is not used, it could cause a reaction. Investigator provided the rptr's name and phone number for contact. The rep stated that the product is manufactured in another country. Later, the rep called the investigator, and stated she had spoken with the consumer who had used the product improperly. She stated that the consumer did not use the special cup (#3) to neutralize the disinfectant solution, and this was what caused her chemical burns. No other complaints rec'd. Investigator then called consumer, to verify that she had spoken with someone from the firm. She stated that she did not use the cup, because she thought that it would cause her lenses to tear. She stated that the instructions are not clear in that they don't tell consumers that they must use the special cup to prevent chemical burns. The instructions only state to use the special cup provided. She stated that she was told by the MFR rep that this info would be turned over to the firm's marketing division.